Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported an asymptomatic patient presented in the operating room for lead replacement due to high, out of range pacing lead impedance and increased capture threshold. The lead was explanted and replaced.